Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of increased lactate dehydrogenase (ldh) could not conclusively be determined. Lastly, the analysis of the log file provided by the account confirmed elevated power and flows; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2021 through (B)(6) 2021. The file captured an unsustained power and flow elevation on (B)(6) 2021. The pump remained above the low speed limit for the duration of the file and appeared to operate as intended. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until (B)(6) 2021, when the patient ultimately expired (MFR # 2916596-2021-02121). The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. The section entitled ¿alarms and troubleshooting¿, addresses all system controller alarms and how to respond to each alarm condition. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's death was reported under MFR # 2916596-2021-02121.

Event description:
It was reported that the patient had a lactate dehydrogenase (ldh) of 977 on (B)(6) 2021. The suspected cause of the elevated ldh was thrombosis. The patient noticed an increase in flow and fluctuating pulsatility index (pi) and power. The cause of the increase in power/flow was not clearly identified. The increase in power/flow did not resolve. The log file review captured a few above baseline powers in early (B)(6) with powers noted in the 7-8 watts range that were transient. The current pump powers were steady at 4-5 watts. The device operated as expected. A right heart catheterization (rhc) was done and had no evidence of hemodynamically significant aortic valve regurgitation. The patient was asymptomatic and received bivalirudin in the hospital. The patient was discharged with routine follow up care. The current status of the patient is that the patient passed away on (B)(6) 2021.